Event description:
It was reported that technical services (ts) was consulted during the replacement of this subcutaneous implantable cardioverter-defibrillator (s-ICD) to review a previously recorded episode and help guide programming of the patient's new device. It was noted that in 2024, the device recorded two treated episodes, one of which was deemed inappropriate. At that time, the device was programmed to the primary sensing vector. Following replacement, the new s-ICD again selected the primary vector (1x), and the physician elected to maintain this setting. Apart from the inappropriate therapy reported in 2024, no additional adverse patient effects were observed. The original s-ICD was successfully explanted and replaced with a new device.